Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that prior to procedure (preop), the system's 3d mode became disabled; navigation mode was connected but not ready. The length of the delay is pending. There was no impact on patient outcome. Additional information was received. It was reported that there was no delay in the case.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: -, ubd:unknown, UDI#:unknown it was reported that the system underwent a comprehensive evaluation, including hardware, software, instruments, mechanical inspection, and imaging modalities. On october 8th, the manufacturer representative (rep) was notified of the issue and received a picture of the error displayed to the user. The rep consulted with other field service engineers (fses) regarding the error and was informed that the issue sounded like a navigation system issue. The rep conferred with the clinical specialist (cs) and on (B)(6), the cs informed the rep that the site had a faulty hand switch. On (B)(6), the part was replaced. A system checkout was performed, and the system was confirmed to be fully functional and performing as intended. Codes b01, c13, and d02 apply. A090501 applies to the system's 3d mode became disabled. A13 applies to navigation mode was connected but not ready. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.